Event description:
It was reported that implantable pulse generator (ipg) exhibited temporary pacing failure and was explanted and replaced. Additional check up revealed there was no sign of right ventricular (rv) lead failure with programmer data and isometric movements. The follow-up setting mode was changed to 2.0v and ventricular capture management (vcm) margin was double though the patient had threshold shift. After changing of output and margin, patient monitoring was suggested but physician decision to replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle (rv). Analyst commented ventricular capture trend shows average threshold rising from a baseline of 0.625 volts to 1 volt in october 2014, then returning to baseline until april 2015 when it increased slightly to 0.875 volts.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.